Event description:
It was reported that a bd¿ luer-lok syringe 60 ml had a sticky/oily substance at the tip of the plunger.

Manufacturer narrative:
H.6. Investigation: one sample was received for evaluation. A visual inspection was performed, finding that the reported sticky substance on the tip of the plunger is the lubricant applied to the syringe therefore failure mode is verified. It is not an excess or running silicone. Silicone is an inert, non-toxic medical substance used as a lubricant for disposable hypodermic products. It is an integral part of the syringe, enabling it to perform as required in various clinical applications and does not present a safety or efficacy issue nor does it impact product function. The silicone application process is designed to provide an even distribution of silicone on the interior of the syringe barrel, however, some silicone may not be perfectly distributed. Silicone has been in use in this application for over 20 years, with estimated distribution well in excess of 25 billion units. No reports are known of adverse clinical effects associated with these products and unintentional delivery of silicone fluid lubricant. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a bd¿ luer-lok syringe 60 ml had a sticky/oily substance at the tip of the plunger.